Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported complaint was not recognized. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 10 years since the subject device was manufactured. Based on the results of the investigation, no device abnormalities were observed. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination. Never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Patient injury, bleeding, and/or perforation may result. Never perform flexibility adjustment, operate the bending section, feed air or perform suction, insert or withdraw the endoscope¿s insertion section, or use endotherapy accessories without viewing the endoscopic image or while the endoscopic image is frozen. Patient injury, bleeding, and/or perforation may result. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation. When using the electronic zoom function of the video system center, never insert or withdraw the endoscope¿s insertion section or use endotherapy accessories while the image is magnified. Patient injury, bleeding, and/or perforation can result. Important information ¿ please read before use examples of inappropriate handling. Over-insufflating the lumen may cause patient pain, injury, bleeding, and/or perforation. Applying suction with the distal end in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. Inserting, withdrawing, and using endotherapy accessories without a clear endoscopic image may cause patient injury, burns, bleeding, and/or perforation. Inserting or withdrawing the endoscope, feeding air, applying suction, or operating the bending section without a clear endoscopic image may cause patient injury, bleeding, and/or perforation.¿. ¿inspection of the endoscope . Inspection of the passive bending section if the passive bending section does not bend smoothly, it may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the passive bending section. Patient injury, bleeding, and/or perforation may result.¿ . ¿inspection of the endoscopic system . Inspection of the remote switches. Check that all remote switches work normally even if they are not expected to be operated. Otherwise, the endoscopic image may freeze, or other irregularities may occur during examination and may cause patient injury, bleeding, and/or perforation.¿. ¿precautions. Never insert or withdraw the endoscope under any of the following conditions. Patient injury, bleeding, and/or perforation can result. While the endotherapy accessory extends from the distal end of the endoscope. While the bending section is locked in position. Insertion or withdrawal with excessive force. While the image is electronically zoomed using the function of the video system center.¿ . ¿if any of the following conditions occur during an examination, immediately stop the examination, and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation. Should any irregularity be observed with the functionality of the endoscope. If the endoscopic image on the monitor disappears or freezes unexpectedly. If the angulation control knob is locked. If the angulation control mechanism is not functioning properly. If the electronic zoom function of the video system center malfunctions (when the function is used). If the flexibility adjustment ring becomes jammed (for endoscopes with flexibility adjustment). If an abnormal endoscopic image appears or an abnormal function occurs but quickly corrects itself, the endoscope may have malfunctioned. In this case, stop using the endoscope because the irregularity can occur again and the endoscope may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope while viewing the endoscopic image. Otherwise, patient injury, bleeding, and/or perforation can result.¿. ¿for gif models never perform flexibility adjustment while the endotherapy accessory extends from the distal end of the endoscope. Patient injury, bleeding, and/or perforation can result. Regardless of the flexibility of the endoscope¿s insertion tube, it can cause patient injury, bleeding, and/or perforation if it is forcibly inserted, withdrawn, and/or twisted with excessive force. It is generally believed that an endoscope with a more rigid insertion tube is easier to manipulate in the intestines if used properly. However, it should be noted that such an endoscope, if used improperly, is more likely to cause patient pain, injury, bleeding, and/or perforation than an endoscope with a more flexible insertion tube. The flexibility of the insertion tube of the pcf-h290l/I, pcf-h290dl/I, and pcf-h290zl/I can be adjusted to less than, equal to, or more than that of the pcf-240l/I. The ranges of the flexibility adjustment of the pcf-h290l/I, pcf-h290dl/I, and pcf-h290zl/I are equal to that of the pcf-q260al/I. The insertion tube of the endoscope should be adjusted to the appropriate flexibility for each case. Always confirm the flexibility of the insertion tube by holding the insertion tube with two hands before inserting it into the patient and adjust the flexibility as necessary according to the case, region, and patient¿s condition during an examination. If you are unsure of the appropriate flexibility of the insertion tube, set it to the most flexible condition. Continuing the examination while the insertion tube is set to an inappropriate degree of flexibility may cause patient pain, injury, bleeding, and/or perforation. The endoscopic image may be distorted while switching between wli observation mode and nbi observation mode. Therefore, do not perform any endoscopic operation or treatment while switching between wli observation mode and nbi observation mode. Injury in the body cavity, bleeding, and/or perforation may result. When using endotherapy accessories, keep the distance between the distal end of the endoscope and the mucous membrane greater than the endoscope¿s minimum visible distance so that the endotherapy accessory remains visible in the endoscopic image. If the distal end of the endoscope is placed closer than its own minimum visible distance, the position of the accessory cannot be seen in the endoscopic image, which could cause serious patient injury and/or equipment damage. The minimum visible distance depends on the type of endoscope being used. Refer to section 2.2, ¿specifications¿.¿. This supplemental report includes a correction to g2 and h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during diagnostic colonoscopy procedure, at the end of the procedure, it was observed that a 1 cm scratch was noted in the patient¿s large intestine. No surgical delay or blood loss was reported. The patient fasted for two days and underwent infusion treatment for precautionary measures and there was no report of patient harm or user injury due to the event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.